Event description:
The customer was requesting assistance in obtaining retrospective data for a pt that expired after they discharged the pt from the system without saving the data.

Manufacturer narrative:
(B)(4): the customer was requesting assistance in obtaining retrospective data for pt that expired after they discharged the pt from the system without saving the data. There was no malfunction alleged and the customer report indicates that the device use was not limited to the pt outcome, but we will report this due to the fact that the pt expired. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.